Event description:
It was reported that the camera head picture goes black and an error message comes up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on MFR report reference# 3002808148-2024-31655. Refer to this file for supplemental information related to this event.

Event description:
It was reported that the camera head picture goes black and an error message comes up. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.